Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100894577. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. As a result, the device was explanted and replaced. No further patient complications were reported.